Manufacturer narrative:
No specific information was received concerning the allegations with respect to cidex activated dialdehyde solution. The case was dismissed with respect to this product by summary judgement.

Event description:
Johnson and johnson consumer company was notified of this complaint via a lawsuit filed by the complainant. Johnson and johnson consumer company was one of numerous defendants named in the lawsuit. Plaintiff alleges various injuries such as unspecified neurological disorders, brain damage, cancer, blood disorders, behavioral changes, genetic disorders and other diseases. No specific information has been received. Note: johnson and johnson consumer company is not now, nor has it ever been the manufacturer of cidex activated dialdehyde solution.